Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the upper trigger was sticking. It was further observed that the device failed the coupling attachment test (would not engage the rpt-0000070 gauge). It was observed that the electronic control unit (ecu) contacts were corroded. It was further observed that the upper trigger components and the coupling head were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the small battery drive device failed the attachment coupling test and the upper trigger was sticking. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.